Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing after 51.3 units of insulin were delivered. The customer reported a blood glucose level of 144 (mg/dl). During troubleshooting with tandem technical support, the customer changed the infusion set tubing and then observed insulin exit the tubing.